Manufacturer narrative:
Unable to perform displacement test and self test due to keypad overlay missing. Insulin pump received with keypad overlay missing, cracked battery tube threads and cracked case behind the pump near the battery tube compartment. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the button sticker was coming off. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.